Manufacturer narrative:
H.6. Investigation: bd received a q-syte extension set from lot 0146033 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the q-syte unit was damaged. Based off the observed damage the engineer was able to verify the reported incident. Based on investigation results to date, a probable root cause is related with a wrong used of the product. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the bd q-syte¿ extension set micro bore joint. The following information was provided by the initial reporter, translated from chinese to english: "blood oozing at the joint".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd q-syte¿ extension set micro bore joint. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood oozing at the joint."